Event description:
It was reported that the neptune docker's power cord is burnt. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During eval the field service tech found that the power cord and power entry module were charred. The tech replaced the power cord and power entry module and returned the unit to service.